Event description:
It was reported that the patient presented to an implant procedure. During the procedure, the physician had difficulties undocking the leadless pacemaker from the delivery catheter after fixation. Once the device was ultimately released, loss of capture was noted. Fluoroscopy imaging showed that the device had dislodged into the pulmonary artery. The device was retrieved, and a new one was implanted. The device's helix was then noted to be sprung. There were no patient consequences.